Event description:
Info received indicates the trendelenburg function does not work on the bed.

Manufacturer narrative:
The technician found the trend valve was sticking. He replaced the trend valve to repair the bed.